Event description:
It was reported that the patient presented during remotely via merlin.net. Review of transmission noted that the right ventricular lead exhibited far p wave oversensing. X-ray in clinic noted that the right ventricular lead was dislodged due to twiddler's syndrome. During reposition, it was noted that the helix of the right ventricular lead failed to extend. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.